Event description:
User called into emergency support program (esp) line to request support with a question about balloon removal. User stated they brought patient back to or to remove the balloon pump after he received a transplant. They weaned the balloon and attempted it through the sheath. But it got stuck. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).